Event description:
Customer reported that suture "rupture" at an unspecified time following total knee replacement performed in 2005. Pt was returned to surgery about 3 weeks later for surgical repair.